Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient has alleged nose irritation and respiratory tract irritation. During evaluation of the device at a third party service center, there was dust contamination. There was no evidence of visible foam particles. No other problems were detected. The device was repaired.